Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported since implant the pt has experienced redness and warmth at her scs ipg pocket site. Subsequently, the pocket site was opened and cultures were taken. No infection was observed. The pt was "fine" after the procedure. On (B)(6) 2013 f/u identified the issue was not resolved and gets worse when the pt lies down or sits in a chair against her scs ipg. Additionally, the warming sensation becomes uncomfortable. Moreover, the heating is not related to charging. The pt uses system stimulation at all times. The pt was advised to consult with the physician regarding the issues. Further investigation identified on (B)(6) 2013 the pt experienced pain around her pocket site during an electrical storm which later resolved on its own. No additional info is available at this time.